Event description:
It was reported by svc report that the head section teeth do not completely catch when engaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Gears.